Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, list 07k78-30, manufacturing site longford, ireland to architect i2000sr analyzer, list 03m74-02, manufacturing site irving, texas on july 18, 2019. MDR number 1628664-2019-00550 has been submitted for the new suspect medical device and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect total b-hcg result of 189.68 miu/ml was generated for a patient sample (ID (B)(6)) that retested negative at 1.53 miu/ml. No adverse impact to patient management was reported.